Event description:
IV remodulin premix pt. Per nurse clinical educator (B)(6) - pt with fever, no other symptoms reported. Pt was admitted into hospital and started on IV antibiotics for central line infection. Adverse event start date {per reporter) 11/21/2024. New line placed (B)(6) 2024. Unknown dates of hospitalization. No further information was provided. Reported to (B)(6) by health professional.